Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the tissue glue was let out in an incorrect area at the time of injection or the tissue glue was let out by mistake at the time of withdrawal. Additionally, the tissue glue must have adhered to the universal cord when the device was handled. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the channel tube was not smooth (clogged) when using the evis lucera gastrointestinal videoscope. The event occurred during reprocessing. The procedure was completed with a similar device and there was no reported patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the allegation of clogged nozzle was confirmed. There were foreign materials in the nozzle, which could not be removed due to insufficient reprocessing. There was tissue glue attached to the light guide-tube and it was cracked. Additionally, the channel was found to be leaking, the plastic distal end cover was burnt, and there was damage on the switch box causing switch 1&2 not to work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.